Manufacturer narrative:
Device power up properly after battery installation. No blank display or fade display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, weak battery, low battery, battery out limit and failed battery test alarms during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display was fading and blank display. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.